Event description:
It was reported that the patient received a device with parylene coating because the patient's body was rejecting the original device. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).